Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms with multiple cartridges during the load process. Reportedly, the customer typically was able to reload the same cartridge and other times a new cartridge was loaded. Customer's blood glucose level was not impacted.